Event description:
Had ventrio hernia mesh put in abdominal wall. Talked to mesh removal specialist. The pain and swelling is from mesh rejection. I'm looking for a specialist to remove it. Horrific pain- constant 24 hours a day.